Manufacturer narrative:
(B)(4). Concomitant medical products: associated medical devices: ref. Ep-183462; lot 992410; description e1 vngd cr tib brg 79/83x12. Event occurred in (B)(6). This product is manufactured by biomet (B)(4) orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Not returned to manufacturer. Product not returned to manufacturer.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, the locking bar dislodged and migrated medially protruding into the patient soft tissue. Patient underwent revision procedure (B)(6) 2020, the locking bar and bearing were removed and replaced.